Event description:
It was reported that after dft testing, high pacing impedance was observed. A microperforation was noted. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4)